Manufacturer narrative:
Approximate age of device ¿ 5 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that log file analysis, for the patient with a history of driveline faults and stable impedance, showed 20 driveline faults during the period of (B)(6) 2019 to (B)(6) 2019. Log file analysis showed 68 driveline faults during the period of (B)(6) 2019 to (B)(6) 2019. Due to deteriorating driveline wires. The patient will be getting a pump exchange on (B)(6) 2019. No further information was reported.

Manufacturer narrative:
Section b5, d4, d10, h4: additional information. Section b1, b2, h1: correction. Manufacturer's investigation conclusion: the evaluation of the device confirmed external driveline (dl) wire damage that could have contributed to the reported event. The pump was returned assembled with the driveline (dl) cut approximately 3.5" from the pump housing and the distal end was returned in two segments: a 8.5" middle segment and a 24.5" distal end. Evidence of a previous driveline repair was present on the 24.5¿ distal end. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow graft and outflow graft bend relief returned detached from the outflow elbow. The outflow elbow was returned attached to the pump¿s outlet port. The outflow graft bend relief collar was sutured in place around the outflow graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The driveline¿s previous repair, silicone jacket, clear bionate, and metal braided shield were then removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. In addition to resistance and current leakage testing, each wire was lightly pulled in an attempt to identify an area of conductor breakdown. The conductors on the green wire of the 24.5" distal segment pulled apart during this testing, suggesting that they had already begun to break down while the device was supporting the patient. The green wire insulation remained intact. This wire conductor breakdown occurred approximately 23" from the controller connector. The damage was located on the external portion of the driveline, on the original segment of the patient's driveline (proximal to the previous dl repair). The green wire redundantly supports motor phase 1. The damage appeared to be the result of repetitive flexing. No additional damage was identified. No wire insulation breakdown was observed on any segment of driveline. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received the driveline faults were on phase a and phase b and appeared to be true. The patient underwent the pump exchange on (B)(6) 2019.